Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on an e602 analyzer. The sample initially resulted as 0.559 iu/l and this value was reported outside of the laboratory. The sample was repeated, resulting as 203.7 iu/l. The repeat value was said to fit well with an earlier measurement from the patient. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. A field service engineer checked the analyzer the next day and found bubbles and foam on the routine samples that were being tested that day. He checked the aliquoting machine and could not exclude the presence bubbles or foam on the routine samples tested on the day of the event. He assumed that an issue with the aliquoting machine was the root cause for the frequently observed bubbles on the samples. The customer had no further issues after the field service engineer activities. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Based on the information, the likely root cause may be related to a mis-pipetting due to the presence of foam/bubbles on the sample surface as bubbles/foam was frequently observed on other samples. There is no evidence of a general reagent issue.